Event description:
Had lasik surgery in 2001, and I have severe dry eye syndrome and was never told that it could be a side affect of the surgery. I experience dry eyes everyday all year around and especially in the winter cold months and also especially when it is windy. I experience it almost constantly as the air is usually always dry. I have runny eyes constantly and people frequently ask me if I am crying. I use restatis and it is no longer affective. I have to use drops everyday several times a day. And I fear that it will affect my vision as I get older. Had I known that this would be a possibility, I would have never had the surgery. The quality of life has tremendously been affected as I constantly worry about my vision and have to constantly deal with the dry eyes.